Event description:
Consumer opened a tampon and found small amounts of black substance on the applicatior. She proceeded to open the remaining tampons (approx 11) and found trace amounts on 2 other applicators. Consumer had used other tampons in the same package and had not seen foreign substance on them. Consumer intends to visit store again to ask mgr if he/she will give remainder of this particular lot to her. She has contacted two other private labs to have tampons examined and said that the labs would not analyze them. Other sources advised her to contact FDA.